Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 198 mg/dl. The customer will continue reverted to alternate insulin therapy.